Event description:
The reported issue is of t14 transmitters working intermittently and losing telemetry monitoring for 5-10 minutes until alternate transmitters could be implemented. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.